Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: - complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: no information. - the event occurred during treatment of an unknown procedure. - it is unknown how the device was being used and what action was being performed when the event occurred. - it is unknown if there was any clinical impact to the patient as a result of the event. - it is unknown how the user resolved the situation. - it is unknown what other instruments were used when the complaint event occurred. - it is unknown if there was a patient injury or illness associated with the complaint event and the patient status is unknown. - additional information was provided via email attachment to pcf on 25-jan-2024 from [name], unknown designation with the following information. "I wasn't scrub I'm circulating. I was told it wasn't firing and the clips was not releasing at all when they first use it, so we changed and open a new one." - additional information was received via email on 20-feb-2024 from [name], regional sales manager, qld south with answers to the missing information on the pcf. "Lot number of the event device - device returned to am." "Name of the procedure being performed - laparoscopic cholecystectomy." "Did a patient injury or illness occur associated with the complaint event - no." "Was there any clinical impact to the patient as a result of the event - no." "How did the user resolve the situation - used a new clip applier." Intervention: used a new clip applier patient status: ni.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. No lot number was provided, but it is believed that the lot number of the event unit is within scope of the recall.

Event description:
Procedure performed: laparoscopic cholecystectomy. Event description: complaint product family: clip applier, product name: epix universal clip applier, model number: ca500, lot number: no information. The event occurred during treatment of an unknown procedure. It is unknown how the device was being used and what action was being performed when the event occurred. It is unknown if there was any clinical impact to the patient as a result of the event. It is unknown how the user resolved the situation. It is unknown what other instruments were used when the complaint event occurred. It is unknown if there was a patient injury or illness associated with the complaint event and the patient status is unknown. Additional information was provided via email attachment to pcf on 25-jan-2024 from [name], unknown designation with the following information. "I wasn't scrub I'm circulating. I was told it wasn't firing and the clips was not releasing at all when they first use it, so we changed and open a new one." -additional information was received via email on 20-feb-2024 from [name], regional sales manager, qld south with answers to the missing information on the pcf. "Lot number of the event device - device returned to am." "Name of the procedure being performed - laparoscopic cholecystectomy." "Did a patient injury or illness occur associated with the complaint event - no." "Was there any clinical impact to the patient as a result of the event - no." "How did the user resolve the situation - used a new clip applier." 05sep2024 - complaint has been updated to npr as the product has not been received after 30 days per sop 3-8001 rev. Av. 14sep2024 - product returned - complaint updated. Intervention: used a new clip applier patient status: no patient injury.

Manufacturer narrative:
Applied medical has issued a voluntary recall of our epix universal clip applier for specific ca500 lots. These ca500 units are being recalled due to a nonconformance that may result in a clip not loading into the jaws after the trigger is actuated. Applied medical has recently implemented manufacturing corrections which are intended to reduce the potential for this type of incident to reoccur. The lot associated with this complaint, # (B)(4), was included in the recall.